Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02203.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a lantern delivery microcatheter (lantern), a non-penumbra catheter (mp) and a ruby coil. During the procedure, while advancing the lantern through the distal tip of the catheter, the lantern became stuck and subsequently, the lantern would not advance out of the catheter. It was reported that there was no rotating hemostasis valve (rhv) on the catheter. Therefore, the lantern was removed. While advancing a new lantern through the middle of the catheter, the physician experienced resistance; however, the physician was able to place the lantern into the target location successfully. Afterwards, while attempting to advance a ruby coil through the lantern, the ruby coil would not advance and subsequently, the physician noticed the lantern was kinked. Therefore, the lantern and the ruby coil were removed. The procedure was completed using a new lantern and the previously removed ruby coil. There was no report of an adverse effect to this patient.